Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported events of low r-wave sensing, high capture threshold and high impedance were not confirmed.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited low r-wave sensing, high capture threshold and high impedance values. The rv lead was unable to be implanted with acceptable values after multiple attempts. A new rv lead was implanted successfully. The patient was stable.